Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: fold creases, red particles and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a opening is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior in the shell with nicks due to surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: opening is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior in the shell with nicks due to surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ruptured device. The device has been explanted.